Event description:
The hcp reported, that three rotor studies were performed on the pump and showed no movement (dates not reported). A dye study was also done (date and results not reported). The pump was explanted in 2007. The pump was used to deliver fentanyl. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.